Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "patient was having an ankle arthrodesis, subtalar arthrodesis, achilles lengthening, and partial excision prominent midfoot bone. During the ankle arthrodesis and subtalar arthrodesis, the ap to calcaneal screw was drilled and the drill bit broke. Multiple attempts were made to retrieve it; however it could not be retrieved and was left."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient was having an ankle arthrodesis, subtalar arthrodesis, achilles lengthening, and partial excision prominent midfoot bone. During the ankle arthrodesis and subtalar arthrodesis, the ap to calcaneal screw was drilled and the drill bit broke. Multiple attempts were made to retrieve it; however it could not be retrieved and was left."